Manufacturer narrative:
(B)(4). (Cryoablation).

Event description:
It was reported the patient had a cryoablation procedure on the heart. Before the procedure, the stimulator was fully charged and then turned off during the procedure. Afterwards, it was impossible to get "contact" with the stimulator. A physician programmer was first used to unsuccessfully interrogate the device. Next two different rechargers were used to try to communicate with the stimulator, and this was also unsuccessful. The recharger screen showed error code 590 (=no telemetrie). A physician mode recharge was performed, and after one hour, the recharger screen went blank/off. An x-ray was taken to see if the device was flipped, and the results showed there was no flip. The reporter concluded the stimulator was damaged by the cryoablation procedure that occurred 2 weeks prior. The patient was being treated with anticoagulants because of clotting due to atrial fibrillation, and during the procedure, a catheter was introduced into the patient. The reporter suspected unipolar electrocautery was used with the catheter insertion due to the risk for bleeding from the anticoagulants. The electrocautery could have damaged the device. The stimulator was going to be replaced. There was no patient injury or death.